Event description:
Hcp reported straight pump connector broke at suture site that connects to nipple of pump. Device explanted and returned to MFR for analysis. A follow up report will be sent when add'l info is received.